Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that the he received an automated request to call in. Blood glucose level at the time of the incident was 291 mg/dl. The customer reported that he had recently been experiencing unexplained high blood glucose levels from around 250 mg/dl to around 300 mg/dl. The customer also reported a recent incident in which his blood glucose level dropped to 41 mg/dl. Customer also reported that he had recently been experiencing cramps in his legs. The insulin pump was not replaced or returned for analysis.